Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose was 1.8 mmol/l, 11.5 mmol/l, 8.4 mmol/l within 2-3 minutes, with the difference of 79%. Pt did not experience any adverse events. No further info has been reported.